Event description:
It was reported that patient had revision of left hip due to a loose cup.

Manufacturer narrative:
The lot provided, 5982401 is not valid. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding cup loosening involving a trident hemispherical multi was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there has been one other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that patient had revision of left hip due to a loose cup.